Event description:
It was reported that the device reached recommended replacement time (rrt) quickly, even though the outputs were in normal range and there had been no atrial pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2011, device rrt<=2.62 volt. Daily battery voltage trend data shows min bat=2.64 to 2.62 volts minimum between (B)(6) 2011. 1 - patient alert for low battery voltage between (B)(6) 2011 02:15:03. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.